Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the malfunction reappeared.